Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window and usb connector damage. Pictures were taken. A receiver charge and test was performed and failed due to the usb connector being damaged. A receiver boot test was performed and passed. A receiver touch screen manual test was performed and passed. Functional tests were not performed due to the usb connector being damaged. The receiver log was not downloaded and reviewed due to usb connector damage. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.